Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to cracked endcap. Unable to confirm excessive no delivery alarm due to motor error alarm. Pump passed displacement test, s elf-test, and unexpected error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 422 mg/dl. Customer stated that there is crack seen along the reservoir side of the pump. Customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 422 mg/dl. The customer took 3 units and declined to troubleshoot for high blood glucose and she thinks the problem is the pump.